Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous left circumflex. The lesion was pre-dilated with a 2.00 x 10 mm semi-compliant balloon. A 2.50 x 28 mm promus elite was fully deployed with no issues at 12 atmospheres. The stent was post-dilated with a 2.50 x 10 mm non-compliant balloon. A type b dissection at the distal edge of the stent was observed. Slow flow was experienced. The dissection was covered with a 2.50 x 12 mm drug eluting stent. The procedure was completed successfully and the patient was stable and fully recovered.